Event description:
The customer reported a fluid leak of approximately 1ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and there were no error messages reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/19/2015 and found a clog (debris or buildup) in the white blood cell (wbc) bath aperture. The fse replaced the aperture pinch tubing and flushed the system to resolve the leak. The fse then performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).